Event description:
While the surgeon was bending the rod, the rod bender broke. There was 2 hours delay to bring a back up to complete the surgery.

Manufacturer narrative:
Batch review performed on 27-jul-2023. Lot 2156150: (B)(4) items manufactured and released on 11-feb-2022. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of review. Preliminary investigation performed by r&d project manager. Ref. 03.51.10.0550 rod bender with silicon handle (bradshaw) lot. 2156150 according to picture received, the hinge is disassembled. A potential cause for the failure may be the unscrewing of the retaining screw, maybe related to several cycles of use/washing/sterilization.

Manufacturer narrative:
Visual inspection performed by r&d project manager: from the visual inspection, it can be noted that the hinge is disassembled and the screw that retains the hinge broke in half. The potential root cause for the screw failure may be a torsion movement applied to the handles, that led to a flexional load on the screw itself. This torson movement may be possible due to partial unfastening of the screw caused by repeated cycles of usage, cleaning, and sterilization.